Event description:
It was reported that bd pyxis¿ medstation¿ es experienced problems with drawer 3.1, specifically noting that the left side did not move when attempting to close it. The customer confirmed malfunction occur when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the cubie failed to close properly and drawer 3.2 had defective rails. A field service engineer replaced drawer to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.